Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), menorrhagia ("bleeding ¿ menorrhagia"), psychological trauma ("psychology injury"), migraine ("migraine") and fatigue ("fatigue"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, psychological trauma, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: new pfs received- event injury replaced with new events pain ¿ pelvic/abdominal, dyspareunia, bleeding ¿ menorrhagia, psych injury, other injuries/symptoms ¿ migraine, fatigue, device ineffective for right occlusion only. Product information was updated. Reporter information was added. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B91738) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), heavy menstrual bleeding ("bleeding ¿ menorrhagia"), fatigue ("fatigue"), migraine ("migraine") and psychological trauma ("psychology injury"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, heavy menstrual bleeding, fatigue, migraine and psychological trauma outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: thick of endometrium surrounded the coils, but 2 coils were counted. The device was deployed and 3 coils were counted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: right occlusion only. Lot number:b91738. Manufacture date: 2013-10. Expiration date: 2016-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-may-2021: quality safety evaluation of product technical complaint (ptc) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B91738) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only." On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), heavy menstrual bleeding ("bleeding ¿ menorrhagia"), psychological trauma ("psychology injury"), migraine ("migraine") and fatigue ("fatigue"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, heavy menstrual bleeding, psychological trauma, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: thick of endometrium surrounded the coils, but 2 coils were counted. The device was deployed and 3 coils were counted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: right occlusion only. Lot number- b91738, expiration date (-20-oct-2016. Most recent follow-up information incorporated above includes: on 29-apr-2021: medical record received: reporter information, lot number, expiration date and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.